Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va37rkg serial# implanted: (B)(6) 2026product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they were feeling throbbing at the hip bone on the right hand side down where the incision and the implant was and it was uncomfortable. The patient stated they think the bone and the area might be sore from the procedure and that they only feel this sensation when sitting down, especially in their car. The patient said they had a hard time in the recovery room answering questions because they were feeling pain from the incision and where they put the electrodes in. The patient stated they left their settings the same for about 3 or so days after implant and when then they changed it to a lower stimulation intensity they felt a decrease on the throbbing sensation but now they were just not sure if they should do something else. Reviewed therapy information and recommend patient consult with healthcare provider (hcp) office for next steps. The patient was redirected to their healthcare provider to further address the issue. The patient stated they will see their hcp on february 12th but they will also call their manufacturer representative (rep) later today after 4pm their time.